Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation of the reload noted that it was pre-fired. Functional evaluation noted that the reload was able to be fired after the interlock was overridden. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this devices lot number was released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that ; for the first firing for the resection of the colon of mouth side, they connected egia60amt to idrive adapter. Shortly after the surgeon started to fire , the device stopped. The status indicator were illuminated. They did not remember the cartridge indicator, the handle indicator and the adapter indicator were flashed or not. The surgeon pushed the silver button and opened the jaws. Replaced by a new cartridge ,the firing was completed with no problem. The sales rep noticed a few staples behind the tissue stop were pre-fired. Procedure: sigmoidectomy UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred.